Event description:
The pt is a 43 yr old white female who had augmentation on 8/13/76 using co silicone gel implants. Pt developed capsular contracture soon after the implantation; however pt developed fatigue 3 to 5 yrs after the implantation with myalgias, arthralgias, migraine headaches, tenderness in the breasts & costochondritis. On physical examination, the pt has class IV capsular contracture. There is minimal breast tissue on the right side & slightly more tissue on the left side. Xeromammogram shows heavily-calcified capsules in both breasts.